Event description:
During a coil embolization procedure, the trufill dcs syringe ii (635-002/9633126) would not release the orbit mini complex fill 4x10cm coil (637mf0410/ 15138424) at the green zone, or at the red alternative detachment zone. Both devices (coil and syringe) were retrieved, and a new trufill dcs syringe ii (635-002, lot# 9633126) and a new orbit mini complex fill 4x10cm (637mf0410/lot unknown) were used and the new coil was successfully placed into the target aneurysm. However, while detaching another orbit mini complex fill 3.5x5 coil (637mf3505/ 15141598), once again, the coil would not detach at the green zone or the red alternative detachment zone. The coil was replaced for a new orbit mini complex fill 3.5x5 coil (637mf3505/lot unknown) and this was placed into the target aneurysm. Afterwards, the procedure was successfully completed. There was no patient injury reported. Prior to use, neither devices (coil and syringe) were damaged, nor the hubs of the coils cracked, etc. A dedicated saline source was utilized to fill the syringes. No damages were noticed on any section of the syringes or orbit coils. No further information was available. The target aneurysm was located in intra thoracic artery. The vessel was not calcified but mildly tortuous. The products will not be returned for analysis.

Manufacturer narrative:
During a coil embolization procedure, the 4x10 orbit mini complex fill coil ((B)(4)) did not detach when the trufill dcs syringe ii ((B)(4)) was pressurized to the green zone and the red alternative detachment zone. Both devices (coil and syringe) were retrieved, and a new trufill dcs syringe ii ((B)(4), lot# 9633126) and a new 4x10 orbit mini complex fill ((B)(4)/lot unknown) were used and the new coil was successfully placed into the target aneurysm. However, while detaching another coil, a 3.5x5 orbit mini complex fill coil ((B)(4) / 15141598), once again the coil would not detach at the green zone or the red alternative detachment zone. The coil was replaced for a new 3.5x5 orbit mini complex fill coil ((B)(4)/lot unknown) and this was placed into the target aneurysm. Afterwards, the procedure was successfully completed. There was no patient injury reported. Prior to use, none of the devices (coil/syringe) were damaged, and the hubs of the coils were not cracked, etc. A dedicated saline source was utilized to fill the syringes. No damages were noticed on any section of the syringes or orbit coils. The target aneurysm was located in intra thoracic artery. The vessel was not calcified but mildly tortuous. No further information was available. The products will not be returned for analysis. A review of the manufacturing documentation associated with orbit lot 15141598 presented no issues during the manufacturing process that can be related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Based on the available information and without the return of the devices for analysis, the root cause of the inability to detach the coil when pressuring the syringe to the alternative detachment zone cannot be determined. No related manufacturing issues were identified with review of the device history records. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00473 and 1058196-2011-00474.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00473 and 1058196-2011-00474. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.